Event description:
It was reported that the patient had three episodes of ¿shock¿ to the leg and buttock when going from a sitting to a standing position. Stimulation parameters were changed on visit. The patient status was unobtainable.

Manufacturer narrative:
Product ID 30932836, serial# (B)(4), implanted: 2003 (B)(6); product type lead. (B)(4).